Event description:
It was reported that during initial implant procedure, the right ventricular lead could not be fixed despite multiple attempts. The lead was removed and replaced. Patient was in good condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.